Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and passed. Share log was reviewed, but displayed no issues related to the customer complaint. Confirmation of the complaint was not confirmed via product. The root cause could not be determined.